Event description:
This is a correction of the previously submitted fu#1 report to match the initial report. Fu#1 was submitted on april 07, 2017 with incorrect MFR report number: 9710014-2017-00204. Initial was submitted on february 21, 2017 with MFR report number: 9710014-2017-00161.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was not able to hear with the device. There were no reports of any accident or trauma to the implant site. The device has been explanted.